Event description:
On (B)(6) 2012 the patient contacted the animas corporation to report a keypad malfunction. The patient alleged that the up and down arrow keys responded intermittently and required multiple attempts for the buttons to respond. The patient stated that there are no tears or cracks in the keypad but claims the symbols on the buttons are worn off. The patient stated that the pump was worn in a pouch on the waist and that the pump was not cleaned. There is no reported adverse event with this complaint. This allegation is being reported due to a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.